Event description:
Drug/diluent: unk. Fill volume: 550. Flow rate: 7ml/hr. Procedure: acl surgery. Cathplace: femoral. Pt called the hotline to report that his pump had infused too quickly. The pt also reported that he had used the bolus button twice. The hotline nurse reported that the catheter of the pump had already been removed when the pt called.

Manufacturer narrative:
Method: at the time of this report, sample had not been received, but was reported to be available. Results: without the actual product, an analysis can not be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed.